Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's defibrillator "fired about 15 minutes ago". Patient reported dizziness for about 10 seconds and had to lay down. It was also noted that the patient felt fine after about 60 seconds. It was also reported that the carelink transmission was reviewed and the shock was appropriate. There were no issues reported with the device or leads. No patient complications were reported as a result of this event.